Event description:
It was reported that the shim of a 150mm timberline posterior lateral retractor broke and came out of the blade intra-operatively. Another retractor was available for use and there was no patient or procedural impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.